Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected obstruction of a certas valve. The valve was implanted via v-p shunt on (B)(6) 2019 for treatment of snph (secondary normal pressure hydrocephalus) after trauma. The setting was 2. However, on (B)(6) 2020, the patient developed vomiting and ventricular enlargement was observed. The physician suspected obstruction of valve. Therefore, the valve was replaced to a new one with setting 1 on (B)(6) 2020.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identification (UDI): (B)(4). The certas valve was returned for evaluation. Device history record not possible as the lot number was unknown. Failure analysis the valve was visually inspected; needle holes were noted in the needle chamber. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for ¿valve and/or catheter becomes occluded¿ could be due to ¿biological debris or protein buildup.¿ but at the time of investigation, no occlusion was noted.

Event description:
N/a.